Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j0058189r, implanted: (B)(6) 2001, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 20 mg/ml at 4 mg/day (current) via an implanted pump for non-malignant pain. The patient¿s ¿new¿ dilaudid was 10 mg/ml at 0.5 mg/day. It was reported the catheter was occluded and was diagnosed during surgical exploration. It was noted they were going to do a dye study for this patient but were unable to aspirate. They did surgical exploration and found that the catheter was clogged at the distal end, so the entire catheter was replaced with an 8780. Patient symptoms were not reported and the event date was asked and unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the catheter would not be returned and the cause of the blockage was unknown. The rep did not have access to the patient's weight. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: product ID 8711 lot# j0058189r serial(B)(4)implanted: (B)(6)2001 explanted: (B)(6)2018 product type catheter medtronic, inc. If information is provided in the future, a supplemental report will be issued.